Manufacturer narrative:
Turnpike spiral was returned for evaluation along with a guidewire. The distal tip section of the turnpike was twisted and severely damaged. A section of the tip material was separated. The separated section of tip material was stuck in the coils of the guidewire. The distal nylon coil (spiral) of the turnpike was not damaged and fully reflowed to the shaft. Torque damage was present along the catheter shaft. The most likely root cause for the separation is related to unintended use error and operational context.

Manufacturer narrative:
A returned product evaluation was unable to be completed as no device was returned. Manufacturing record review was completed and no related nonconformances were found, therefore supporting the device met material, assembly and performance specifications. Based on the limited information, and no device return, the cause of the separation is undeterminable.

Event description:
During use on patient, tip broke off inside the coronary of the patient. The piece was removed from the patient. It was observed that the piece was stuck on the guidewire. It was impossible to separate them.